Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 324 mg/dl. Customer stated that the drive support cap is sticking out of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. The drive support disk was inspected and no anomaly noted.